Manufacturer narrative:
The head has scratches with linear patterns. What could be removal damage obscures some of the wear artifacts. The head linear wear patterns are consistent with wear due to subluxation of the joint. Review of device history records show that lot released with no recorded anomaly. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient began to experience pain and bone scans revealed increased uptake about the acetabulum and some sclerosis. A revision procedure was performed on (B)(6) 2010, to remove and replace the acetabular cup and put in a polyethylene liner. However, the components would not disengage and the femoral stem, modular head, taper adapter, and acetabular cup were all removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2005. Subsequently, patient began to experience pain and bone scans revealed increased uptake about the acetabulum and some sclerosis. A revision procedure was performed on (B) (6) 2010 to remove and replace the acetabular cup and put in a polyethylene liner. However, the components would not disengage and the femoral stem, modular head, taper adapter and acetabular cup were all removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4)